Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they did take an x-ray and said lead not in optimal location.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2lb9f implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urgency frequency, urinary/bowel dysfunction. It was reported that rep called while present with pt to report pt's ins that was implanted in 2022 had low battery. Caller and pt did not expect battery to deplete this rapidly. Caller had completed an impedance check prior to calling and reported all electrodes were reading between 500 and 1300. The pt has had their ins at program 6, 3.8 ma since september 2023. Caller stated pt could not feel stim so they increased pt's level until stim was felt at 4.6ma. Caller reported pulse width of 300 and rate of 21, considerably higher than standard values of 210 and 14, respectively). Caller confirmed cycling was turned off. Confirmed pt did not recently change routine (such as shutting stim off at night) because pt kept stim on constantly. Caller stated pt's urinary incontinence had not improved since implant, and did not improve with changing stim settings. Pt would turn stim up to where they could feel it, "get used to it," then not feel stim any lo nger. Pt would then repeat this process. Pt recently saw managing hcp regarding this concern. Hcp did an x-ray. Caller reported it appeared as though the lead had some looping when looking from ap view, and appeared normal from a lateral view. Caller reported pt recently lost 40 lbs and has experienced some discomfort at the implant site when moving certain ways. Pt declines feeling a shocking or jolting sensation. Agent suggested running a second impedance check, which showed the following: contact 3: 732-1330, contact 2: 806-1383, contact 1: 548-1244, and contact 0: 650-1383. Program 6, which pt has been using for several months, included electrodes -1, -2, +3. Given that pulse width and rate were considerably increased, ins was running at high amplitude, and program utilized 3 electrodes agent suggested this was likely normal battery depletion. Agent suggested pt follow-up with managing hcp to discuss symptom burden. Rep to send emails which include photo of pt usage diary and clinician app event log screen shots. Additional information was received from a manufacturer representative (rep). The rep reported that it is unknown if the issue was caused by normal battery depletion. The patient was referred to a new urologist for assessment and possible revision. Patient has had consult and requested x-rays. The issue is not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jan-2024, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.